Event description:
An employee who has asthma and has been on medication reported to the facility occupational health and safety department that she experienced shortness of breath and irritation while in the central service area cleaning endoscopes.

Manufacturer narrative:
The facility occupational health and safety department informed steris that the employee had been advised to wear an n-95 mask during cleaning of scopes to reduce any potential vapors she might encounter and that she was not compliant with this instruction. The product is dispensed by mixing with water in a sink, and there is no spray or mist exposure in the area. The facility occupational health and safety department has monitored the area, and there were no excursions above recommended exposure limits. The dilution rate used by the facility was at the high end of the recommended limit. According to the facility occupational health and safety department the employee has seen her physician and did not receive any additional or incremental treatment. The employee has been moved to a related area at the facility.